Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. Transseptal puncture was completed with no issue. No air was noted when dilator and the wire was removed and aspiration was performed. Once the farawave catheter was introduced, small air bubbles were seen in the flush port during aspiration. Several attempts were made for aspiration, however air was still present in the flush port. No air was seen in the clear sheath, so air was leaking into the sheath from the hemostatic valve. So, catheter was removed, sheath was flushed and aspiration was performed, no air was noted. However, when the catheter was introduced and aspiration and flushing was performed again, air was noted in the side porch. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis. It was further reported that no abnormalities was noted during the preparation of the sheath. No air was noted in the patient nor any leak sheath was noted. Pressurized saline bag was used for irrigation method.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. Transseptal puncture was completed with no issue. No air was noted when dilator and the wire was removed and aspiration was performed. Once the farawave catheter was introduced, small air bubbles were seen in the flush port during aspiration. Several attempts were made for aspiration, however air was still present in the flush port. No air was seen in the clear sheath, so air was leaking into the sheath from the hemostatic valve. So, catheter was removed, sheath was flushed and aspiration was performed, no air was noted. However, when the catheter was introduced and aspiration and flushing was performed again, air was noted in the side porch. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory. It was further reported that no abnormalities was noted during the preparation of the sheath. No air was noted in the patient nor any leak sheath was noted. Pressurized saline bag was used for irrigation method.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath identified a leak from the hemostatic valve. Inspection of the hemostatic valves revealed a tear on the external face of the external valve, resulting in the reported visible air/bubbles allegation. A device history record (DHR) review for cl14054 was performed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. A risk review was performed referencing an inadequate valve seal. The maximum severity associated with this event is a 2 based on the information provided within the event description, as the physician decided to proceed to use the sheath to complete the procedure. Additional review is not required. A risk review performed for the faradrive sheath device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. Based on all the information available, the "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles" as analysis found a tear on the external face of the external hemostatic valve, resulting in the occurrence of this event.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. Transseptal puncture was completed with no issue. No air was noted when dilator and the wire was removed and aspiration was performed. Once the farawave catheter was introduced, small air bubbles were seen in the flush port during aspiration. Several attempts were made for aspiration, however air was still present in the flush port. No air was seen in the clear sheath, so air was leaking into the sheath from the hemostatic valve. So, catheter was removed, sheath was flushed and aspiration was performed, no air was noted. However, when the catheter was introduced and aspiration and flushing was performed again, air was noted in the side porch. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.